Manufacturer narrative:
(B)(4)

Event description:
During the implant attempt of the subject lead, blood infiltrated into the lead after it was inserted into the patient's body. The use of the subject lead was therefore discontinued, although the measurements were satisfactory. After a different lead was implanted, the procedure was completed.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implant attempt of the subject lead, blood infiltrated into the lead after it was inserted into the patient's body. The use of the subject lead was therefore discontinued, although the measurements were satisfactory. After a different lead was implanted, the procedure was completed.